Event description:
On 2015-12-23, information received from a healthcare provider (hcp), reported that the outcome was unresolved and no further action was planned.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a physician via psr (product surveillance registry) regarding a patient receiving dilaudid (0.1 mg/ml at 0.01502 mg/day), clonidine (100 mcg/ml at 15.02 mcg/day) and baclofen (150 mcg/ml at 22.53mcg/day) via an implantable infusion pump. The patient's relevant medical history was not provided at the time of this report. It was reported the device was interrogated on (B)(6) 2015 and found an underinfusion of 3.6 ml. It was noted there was a suspected catheter malfunction. The event was related to the catheter. The severity of the event was noted as mild. The event outcome was ongoing as of (B)(6) 2015. Intervention information was not available at the time of the report. If additional information is received, a follow-up report will be sent.